Manufacturer narrative:
S/w 5.2a. Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: pump error 82 and 81. P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 81 or 82 alarms noted during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 81 and 82 alarm were recorded on 10/11/2021. Proceed it by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly and no moisture damage noted during visual inspection. No physical damage noted during visual inspection. In conclusion, no pump error 81 or 82 alarms noted during testing. However, alarms were recorded in download history files. Unit may have had an intermittent failure not recorded during testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to successfully clear the alarm and rewind insulin pump. Customer stated that the insulin pump was passed in self test. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.